Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. Based on the information gathered from the graph, it is evident that the signal suddenly stopped after 04:14 hours. The capsule ph signal for the duration of the study was normal with values between 6.5ph and 7.0ph. The graph shows a sudden stop after about four hours on the first day, indicative of the recorder's battery discharging prematurely, the recorder's battery not fully charging, or the patient stopping the recording by mistake due to a power button failure. The recorder was not returned for evaluation; further analysis could not be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study showed that the study stopped after 4.13 hours. Technical support remotely accessed the account's computer. The account was not able to resume the bravo procedure due to a mismatch error with 0000. It is unknown if a repeat procedure is necessary at this time. The last known patient status is that the patient is living at home independently. No other known adverse events were reported.